Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock during two episodes of supraventricular tachycardia (svt). After each occurrence, the patient presented to the hospital and was given medication to resolve the episode. No further changes were made to device programming. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.